Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 192 and 188 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 172 mg/dl and 147 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/21/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: the 192mg/dl (B)(6) 2017 06:11 am fasting:yes, the 124mg/dl (B)(6) 2017 05:30 am fasting:yes, the 114mg/dl (B)(6) 2017 05:45 am fasting:yes, the 119mg/dl (B)(6) 2017 05:49 am fasting:yes, the 117mg/dl (B)(6) 2017 05:16 am fasting:yes, memory concerns:188mg/dl,192, mg/dl.